Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead was placed in the apex and induced ventricular tachycardia (vt). Other positions were tried with the same effect. The lead was not used and another lead was placed in the septal area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead was placed in the apex and induced ventricular tachycardia (vt). Other positions were tried with the same effect. The lead was not used and another lead was placed in the septal area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.